Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analysis of the history log files the reported pca infusion therapy could be detected and a lot of pressure alarms were stored in the device history. During the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the technician seal on the lower housing were available and undamaged. The device was in a clean state and no visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. A syringe which was inserted in the device could be recognized by the pump and it was possible to select the syringe in the menu. Further a long term test and the reported pca infusion therapy were performed. During the long term test no malfunction or errors could be detected. The delivery accuracy of the pump was checked. For an inside investigation the device was disassembled. No damages or soiling could be detected. The complaint could be not confirmed. The device works according the specification. No malfunction of the display could be detected.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): "under infusion". Customer information: at 22:00 the nurse taking over on night shift noted that there should have been 25ml left in the syringe, but there was still 50ml remaining in the syringe and the line was trapped in the pump cover and had kinked/occluded. When the patient pressed the pca demand button there was no alarm. And the pump displayed that the infusion had been delivered.